Event description:
(B)(4). Had essure implanted 5 years ago! One and half years ago, terrible pain with menstruation! Told provider, I felt it was related to essure! (B)(6) 2016 went to different provider in same group due to pain being constant!! Trams vaginal ultrasound revealed left e coil in wall of uterus!! Complex mass on right ovary, slightly elevated ca-125, laparoscopic hysterectomy performed (B)(6) 2016, left ovary, left only!